Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side textured implants. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. ¿ broken striated on plug strap assessed as surgical damage. ¿ nicks striated is observed assessed as surgical tool scratch like. ¿ two openings on anterior side assessed as surgical damage. ¿ yellow particles were observed on device outer surface. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side textured implants. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.